Event description:
The dentist was performing a mandibular block on the pt when the needle broke at the hub and remained in the pt's jaw. An oral surgeon was called to the dentist's office and successfully removed the broken needle fragment on the same day.